Event description:
Customer reported the panorama central station shut down and displayed a blue screen, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included a replacement cpu cooling fan, clearing the error logs, and restarting the server. Unit was tested to factory's specifications.